Event description:
I was operated on at the hospital where 3 stents where placed in my left leg. Subsequently, the stents became infected and two of them became fractured necessitating hospitalization for 10 days and and operation was performed wherein a vein was removed from the right leg and placed in the left leg to act as an artery -after the infected stents were removed-. My query is, should the fact the stents became fractured have been reported to the FDA?